Event description:
Customer reported high thb (total hemoglobin) results on the instrument. There was no report of injury due to this event.

Manufacturer narrative:
The original MDR 1217157-2014-00035 was filed with FDA on august 22, 2014. Corrections: this event was reviewed by siemens medical affairs with following conclusion: no injury reported or expected. Unable to assess the clinical context in this instance however decisions to transfuse are not based only on hemoglobin levels but incorporate clinical presentation and is a matter of clinical judgment. In any case, the initial higher and repeated lower correct values both would not instigate consideration for transfusion except in postoperative surgical patients after evaluating the patient's clinical status. Because medical affairs assessment was not available for the initial filed MDR, the MDR was filed. Had medical affairs assessment been available, this event would have been assessed as not require filing MDR as per 21 cfr 803.

Manufacturer narrative:
Based on the review of raw data provided by the customer, there is no indication of unusual behavior of the optical measurement sub-system. The thb results for the two specimens in question appear to be valid measurements of the whole blood as presented.